Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed on the unit and identified that no similar events have been reported since unit's manufacturing date. Based on the investigation findings, the most likely root cause of the event was associated with the patient pump being damaged by the corrosion, not allowing the motor shaft to rotate as intended. This event was likely due to the combined effects of condensation, humidity, and high temperatures in the stationary phase, likely contributed to by the disinfection procedure. No concerning trend has been identified related to this kind of failure. The risk associated has been assessed as acceptable. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump that was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a heater cooler system 3t displayed error code e17 associated to the patient 1 pump not running. The issue occurred during maintenance. There was no patient involvement.